Event description:
The customer reported that the power cord did not have power. The field svc tech found the inside of the plug was burnt. There were no adverse consequences reported.

Manufacturer narrative:
The field svc tech inspected the unit and found a hubble lock style end on the plug. He inspected the inside of the plug and found that the ends of it were burnt. The power plug was replaced, the unit passed all required tests, and it was put back into svc.